Event description:
It was reported by the customer that a bd pyxis anesthesia es system rebooted unexpectedly during an active procedure and delay to getting back to device was happening constantly. The customer stated that the anesthesiologist had to leave the room to retrieve medication from another machine and they were able to get back in before the procedure gets over. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g1, h2, h6 this supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 07-jul-2022 to 06-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the network issue with the server led to the malfunction. The hospital information technology fixed the network/wireless fidelity connections issue to resolve. The system functioned as intended after assessed by the hospital information technology.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that device rebooted due to network connectivity issues. The hospital information technology verified wireless fidelity connections and resolve the network issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system rebooted unexpectedly during an active procedure and delay to getting back to device was happening constantly. The customer stated that the anesthesiologist had to leave the room to retrieve medication from another machine and they were able to get back in before the procedure gets over. There were no adverse events or injuries reported based on this event.